Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the patient experienced transmitter and sensor pod detaching from the adhesive patch. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
A sensor (serial number: unknown) was returned for evaluation. A visual inspection was performed the sensor pod was detached from the adhesive patch. Due to the missing sensor pod from the adhesive the customer complaint is confirmed. A root cause could not be determined. It is unknown if the returned device is the complaint device.